Event description:
The following description of the event was copied from an mda adverse incident report from the (B)(6) reported to carefusion (B)(4) on (B)(6) 2011 via e-mail and relayed to carefusion (B)(4) via e-mail on (B)(6) 2011. "The oscillator with the serial# (B)(4) stopped working without warning. It has been withdrawn from service."

Manufacturer narrative:
On (B)(6) 2012, carefusion sent a letter via e-mail to the foreign user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(6) 2012, there has been no response from the foreign user facility. The foreign user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility via an mda adverse incident report form that we received from the (B)(6) via e-mail from carefusion (B)(4) on (B)(6), 2012. (B)(4). Carefusion has issued a return goods authorization (rga) number for the return of the alleged faulty 3 ohm driver assembly to the carefusion failure analysis lab for eval. As of (B)(6) 2012, the alleged faulty 3 ohm driver assembly has not been received. Once the alleged faulty 3 ohm driver assembly is received and the eval is complete, carefusion will submit a f/u medwatch report.